Event description:
It was reported that during a pulsed field ablation procedure, after application to the right superior pulmonary vein (rspv) was completed the catheter array was moved to the right inferior pulmonary vein (ripv) and a knot formed in the catheter array. The knot was tightly secured and made it difficult to untie and store the array in the sheath. The catheter and sheath were removed from the left atrium while the array was retracted into the sheath as much as possible with the knotted portion outside of the sheath. The catheter and sheath were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 10fcc13 (lot: 0012897275); product type: 0629-flexcath sheath product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.